Event description:
Additional information was received stating that the explanted generator product will not be returning for product analysis as the surgeon discards explants following surgery. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Sex: initial report inadvertently listed sex as "ni" when patient's sex was known as male.

Event description:
It was reported that the vns patient was experiencing pain at the generator incision site and that the patient¿s device showed high impedance during an office visit on (B)(6) 2014. The patient recently underwent generator replacement surgery on (B)(6) 2014 and diagnostic results showed lead impedance (impedance value ¿ 1854 ohms) within normal limits at that time. X-rays were taken and reported to be unremarkable. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2014. Lead impedance was indicated to be within normal limits (impedance value ¿ 2026 ohms). The explanted device has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Brand name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Type of device, name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Model #, serial #, lot#, expiration date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Date of implant; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Date of explant; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Device manufacture date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Evaluation codes; corrected data: the previously submitted MDR inadvertently provided the wrong conclusion code for the event. Additional manufacturer narrative and/or corrected data; corrected data: inadvertently did not include the UDI on the initial report as the wrong suspect device was reported. (B)(4).